Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. Patient's weight was not provided. According to the complainant, during the procedure the clip would not close properly when attempting to grasp tissue. While attempting to close the clip it detached and fell into the patient. The physician was not concerned and let the clip pass naturally. The physician completed the procedure with another resolution clip device. There has been no report of complications or injury was a result of this event. The patient's condition post procedure was reported as, patient is fine.

Manufacturer narrative:
(B)(4) other (failure to close). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).